Event description:
It was reported that the pump's vibration was too low. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.